Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that post implant, the patient experienced a six second pause. The right ventricular (rv) lead exhibited unstable thresholds, intermittent capture and the physician suspected dislodgement. The lead was explanted and replaced. During the revision procedure, the device exhibited loss of capture and a pacing problem. The physician then suspected a grommet or header port issue. The device was explanted and replaced. No further patient complications have been reported as a result of this event.